Manufacturer narrative:
The investigation determined that multiple (B)(6) vitros anti hbs results were obtained from a non-vitros viroclear negative quality control fluid processed on a vitros 3600 immunodiagnostic system and a vitros eciq immunodiagnostic system. A definitive assignable cause has not been determined. The investigation concluded that the issue was isolated to a single vitros ahbs reagent pack. The customer discarded the affected vitros anti hbs reagent pack; therefore, it is not possible to investigate the cause of the (B)(6) vitros ahbs results obtained from that reagent pack. However, improper reagent pack handling or storage cannot be ruled out as contributing to the event. Since the issue was isolated to a single vitros ahbs reagent pack, it is unlikely a vitros instrument issue contributed to the event.

Event description:
The customer obtained multiple (B)(6) vitros anti hbs results (B)(6) from a non-vitros viroclear negative quality control fluid processed on a vitros 3600 immunodiagnostic system and a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. It was confirmed that no (B)(6) vitros anti hbs patient results were reported from the laboratory. There were no allegations of patient harm as a result of the event. (B)(4).